Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor timeout error when attempting to scan the adc device with their reader and was therefore unable to obtain readings. As a result, customer experienced a loss of consciousness and paramedics were called, who administered a glucagon injection for treatment. Customer was transported to a hospital where they were treated with "sweet jam" and no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided for the reader. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and libre reader, no trends were identified that would indicate any product related issues. The dhrs (device history review) for the libre sensor and sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor timeout error when attempting to scan the adc device with their reader and was therefore unable to obtain readings. As a result, customer experienced a loss of consciousness and paramedics were called, who administered a glucagon injection for treatment. Customer was transported to a hospital where they were treated with "sweet jam" and no further treatment was reported. There was no report of death or permanent injury associated with this event.